Event description:
It was reported that the patient presented for an implantable cardioverter defibrillator explant procedure. Prior to the procedure, it was noted that the atrial lead exhibited failure to capture. The atrial lead was capped and replaced (B)(6) 2021. The patient was in stable condition throughout the procedure.